Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal/revision surgery in (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with laparotomy, extensive adhesiolysis, hysterectomy with bilateral oophorectomy, urethropexy and cystoscopy on (B)(6) 2004, due to pain, adhesions, uterine fibroids, and stress urinary incontinence. It was reported that the patient underwent partial excision of mesh due to pain, erosion and protrusion on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.